Event description:
It was reported that the patient had a spinal headache from the implant procedure. The location of the headache was described as ¿unknown location.¿ the patient was treated outpatient with a blood patch. The event occurred post-operatively. The product status was implanted and remains-in-service. There was no alleged product issue. There was no diagnostic testing or troubleshooting performed as it was not required. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97792, lot# n493551, implanted: (B)(6) 2015, product type: accessory. (B)(4).